Manufacturer narrative:
Product event summary: the 2achc mapping catheter cable of lot number g24a07251 was returned and analyzed. The mapping catheter cable was visually inspected. During external visual inspection of the retuned product and its original packaging, the seal was torn/compromised. The pouch containing the received cable was found with the original seal compromised and resecured using clear adhesive tape. In conclusion, the reported package sterile barrier compromised issue was confirmed and the packaging was observed to be not sealed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID:2achc product type: cable; product ID:2achc, product type: cable; product ID:2achc product type: cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while setting up materials for a procedure, the inner packaging of the achieve cable was found to be already opened. This issue was identified with four cables. The cables were replaced to resolve the issue. There was no patient involved.

Manufacturer narrative:
Product event summary: additional analysis was performed on the 2achc mapping catheter cable with lot number g24a07251. Further analysis was performed to examine the pouch seals. Using a high-magnification optical 20x microscope, the top, left, and right seals were inspected. The top seal was found to be open across its entire length. The demarcation of the peeled-off top web seal left a white residue mark, on the transparent film side of the pouch, that appeared irregular. The seal mark was not uniform and contained transparent spots. In comparison, the left-side seal mark that was intentionally peeled in the lab, exhibited a well-defined edge with residue that was uniform along the entire seal. Inspection of the right-side seal mark which was intentionally peeled in the lab, exhibited a well-defined edge with residue that was uniform along the entire seal. In conclusion, the reported package sterile barrier compromised issue was confirmed and the packaging was observed to be not sealed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.